Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometrics. The atrial sensitivity was reprogrammed and the patient would be monitored.